Manufacturer narrative:
As stated by the instructions for use, error 4 indicates a mechanical locking of the pushing unit in the withdrawal phase, while error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service didn't find any anomaly related to these errors, but found out that the display was stained. A stain on the lcd display can be due to a shock or a fall of the pump, that causes a local disconnection of the two glass plates enclosing the liquid crystals in the area affected by the stain. A stained display does not prevent the use of the device, and it is solved by the replacement of the component. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump gave error 4 and error 5, and that the display was stained.